Event description:
At the end of a diagnostic catheterization, the vascular closure device snapped off and 12 inches of the device was lodged in the patient's artery requiring surgical removal and length of stay increased by one extra day.